Manufacturer narrative:
During the eval of the device at the MFR's service ctr, an issue with the active exhalation control module was observed. The device's active exhalation control module was replaced to address this issue.

Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.